Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model a28-28/c95-o20 lot: 1047274-013 release date: 05/30/2016.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with a bifurcated and suprarenal aortic extension. Subsequently, the patient presented with a dislocation between the grafts which the physician elected to correct by implanting an infrarenal aortic extension. The patient is now in good condition.